Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding, other') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe and permanent/ chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhoea (cramping)"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: general pain and suffering, body impairment, mental anguish, loss of enjoyment of life, humiliation, degradation, disfigurement, general damages, special damages, anxiety and related psychological harm that accompanies the physical injuries suffered from essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: confirmation test: yes; results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient's birth date was provided. Essure was inserted on (B)(6) 2007 (thus, essure model number was updated to ess205). Essure was not removed, thus 'intervention required' for pelvic pain was deleted and incident category was downgraded to other event. Further events were added: genital bleeding, chronic abdominal pain, dysmenorrhea, and vaginal discharge. Lab data and reporter causality comment were added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.